Event description:
(B)(4). It was reported that the light head from a led surgical light allegedly fell from the ceiling suspension. There was no pt involvement nor adverse consequence reported.

Manufacturer narrative:
There was no reported pt involvement, therefore, no pt data exists. The actual device was returned to stryker communications on may first and evaluated by quality eval, a root cause could not be determined. The light head was sent to the OEM MFR for further eval which is currently in process. Any add'l info from the OEM MFR's eval will be submitted in a supplemental report. There were no adverse consequences reported as a result of this event. This is not a single use device.